Event description:
It is reported that when the surgeon went to clamp down on the pelvis the clamp just snapped, he then grabbed the next one and it snapped in the same place.

Manufacturer narrative:
Evaluation summary: an investigation of these lots, as well as others manufactured from the same supplier, found that the devices were manufactured from the incorrect grade of stainless steel. Due to this incorrect material being used, these devices are at a higher potential for fracture. As returned, each clamp exhibits a fractured jaw. Only one of the fractured jaws was returned for review. The devices exhibit signs of general wear, but no indications of misuse. Both devices have a potential field age of approximately 1.5 years. These devices are subject of a recall under zimmer recall number 1822565-02012010-002-r. Please reference this report for additional details on the investigation and corrective action.